Manufacturer narrative:
Rwmic has requested additional and missing information from the user facility and manufacturer. Rwmic will submit a follow up report upon receipt of additional information as appropriate. Rwmic consider this case open.

Event description:
On (B)(6) 2019, the user facility reported the following to richard wolf medical instruments corporation (rwmic): the cable sparked during the procedure. No patient injury. Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? Yes. Specifically, was the device being used on a patient when the issue occurred? No. Was there any injury or illness to patient or other personnel due to issue? No. Did the issue cause a delay in the procedure being performed that put the patient at risk? No. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes. How was the patient anesthetized? General.